Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier arrived back from another facility that processes their instruments labeled as "tethered cable." It looked to be fraying on the cable. When turning right or left there was a roughness noted on the cable. There was no report of patient involvement.